Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was taking long time to scan fingerprint. A field service engineer replaced the fingerprint reader, reloaded the fingerprint reader driver, and rebooted the station. The fingerprint reader was detected and tested successfully using the hardware testing application, and the customer verified proper functionality in the medstation application. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier took a long time to scan and sometimes spoofed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.